Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received one introducer sheath segment. The filter was found stuck inside the sheath. No anomalies were identified. Functional/performance evaluation: a mandrel was used to advance the filter through the sheath. All 6 legs/feet and 6 arms were present and intact. No limbs were crossed upon removal from the sheath. The introducer sheath hub was sliced open longitudinally and skiving was identified, likely due to the filter feet during advancement. A small gap was located between the sheath and the hub. The gap located between the sheath and the hub was measured and was found to be within specifications. It is unknown if the gap contributed to the reported event as the filter was found beyond the hub and the gap was within the acceptable range. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was returned stuck in the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event. Labeling review: the meridian vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a vena cava filter deployment procedure, the filter could not be advanced through the introducer hub of the deployment sheath. The filter system was exchanged for a new filter system that was deployed successfully. There is no reported patient injury.